Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose (bg) was low (value not provided) and carbohydrates were consumed to address bg. Customer did not know cause of low bg and declined to upload pump data for tandem technical support to review. As tandem technical support was not contacted at the time of the event, recommendation was made for customer to consult with healthcare provider.